Manufacturer narrative:
As reported, it was difficult to enter a 5f mynx control vascular closure device (vcd) due to tortuosity of the vessel. The sheath was pulled back and entry of the product was attempted again, but entry failed. There was no reported injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 5f involved in the reported complaint for this investigation. During the visual inspection of the device, it was observed that button 1 and button 2 were not depressed, and the stopcock was found in the closed position with a syringe attached to the unit. The sealant was present in the device, exposed from the sealant sleeves that showed a frayed/split/torn condition. Per functional analysis, a sheath insertion/withdrawal evaluation was executed using a cordis lab sample sheath of the applicable french size, along with a deployment mechanism functional analysis, due to the premature sealant exposure observed. During the two functional evaluations, no issue was observed in relation to the reported event or any other possible manufacturing issue. A high magnification evaluation was executed to evaluate the sealant sleeves portion of the device. During this analysis, it was confirmed that the sealant was prematurely exposed due to the sealant sleeves¿ frayed/split/torn condition. The reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the returned device since the device passed functional analysis with the insertion/withdrawal test with the lab sample sheath. However, an additional condition of ¿mynx control system-deployment difficulty-premature¿ was noted due to the exposed sealant from frayed/split/torn sealant sleeves. The exact cause of the issues experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the impedance experienced by the customer, or the exposed sealant / damaged sealant sleeves noted during visual analysis. However, as it was reported that the difficulty was due to the tortuosity of the vessel, access site characteristics and concomitant device factors (such as a kinked/bent sheath, which was not returned for analysis) is likely since the device was able to be inserted into a lab sample sheath with no issues noted during the functional analysis. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure and noted conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, it was difficulty to enter a 5f mynx control vascular closure device (vcd) due to tortuosity of the vessel. The sheath was pulled back and entry of the product was attempted again, but entry failed. There was no reported injury. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was present in the device, exposed by the sealant sleeves.